Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure when the lens was placed in the patients eye, the surgeon saw a small defect in the lens and it was then removed by the surgeon. The procedure was completed that day. Additional information received and stated that, there was no patient harm (left eye) to the patient.